Event description:
It was reported that, during an implant attempt, the device was 'hot to the touch'. It was returned for no output and subsequently tested out of specification. No patient complications have been reported as a result of this event.